Event description:
The customer received questionable results for parathyroid hormone (pth) on one patient sample. The customer indicated the sample was for an intra-operative pth. The initial pth result was 31 pg/ml, which was reported outside of the laboratory. The sample was repeated on the original instrument and generated a result of 153 pg/ml. The sample was also repeated on another cobas e411 instrument and generated a result of 153 pg/ml. The customer deemed the repeat result to be the correct result. There was no adverse event. The lot number of the pth reagent in use was 17186902, with an expiration date of 07/31/2014. The field service representative could not find a cause for the issue. He checked the function of the instrument. He indicated that all qc is within range and performed a precision run.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The investigation could not determine a specific root cause. It was noted that the customer's centrifugation time was too short which is a probable root cause.